Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 68 mg/dl, which the customer treated by eating. The customer stated that the insulin pump may have gotten exposed to a little moisture from being next to her skin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons responded properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker, cracked belt clip slot, cracked display window and cracked battery tube threads.